Manufacturer narrative:
(B)(4). Date of initial report : 06/03/2016. Date of follow-up report : 10/07/2016. Common device name, PMA# and evaluation codes updated. One used lf5544 ligasure device was received. Examination of the returned sample could not confirm the reported issue with difficulty opening. Testing found the device would open and close normally using the handle, and the knife deployed smoothly when the trigger was pressed. However, a separate and non-contributing issue of missing insulation was identified. The insulation issue observed is consistent with scraping the jaws against the sharp edge of a trocar or another device during insertion or removal. The IFU included with this product cautions users to confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. A review of the device history records for this lot found no potentially contributing factors to the found or reported issues.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 06/03/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device jaws could not be re-opened during the case and that there was no patient injury. The device was returned for evaluation with the clear insulation near the jaws missing. The customer was contacted in regard to the returned condition of the device and was not able to provide additional details regarding the device and case.